Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.

Event description:
It was reported that device broke during the procedure while performing tibial allignment. Back up available. A 30min-1 hr delay was reported.